Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading at the time was 150 mg/dl. Advised the customer to discontinue using the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to a flattened button dome switch. The insulin pump had minor scratches on the display window.